Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump alarm was sounding. The alarm was not confirmed by telemetry. The patient had not experienced any withdrawal symptoms. The patient had missed a refill (date not reported). Withdrawal was reported. The patient had missed the refill intentionally. The drug used in the pump at the time of the event was morphine.